Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic keto acidosis on (B)(6) 2021. Blood glucose reading was 735 mg/dl. The customer stated the increase thrust and leading to sleeping during hospitalization. The hospitalization reason was diabetic ketoacidosis. It was unknown that auto mode feature was active or not at the time of event. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.